Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned broken/fractured 189.5cm from the proximal end and was kinked/bent approx. 186cm from the proximal end. The core wire was noted to be exposed at the fracture site. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, the guidewire tip was not shaped, the fracture occurred during manipulation, and all fractured pieces were removed from the patient. During analysis, the guidewire was noted to be broken/fractured at 189.5cm from the proximal end with the core wire exposed at the fracture site. The distal end of the wire was not returned. The guidewire was also noted to be kinked/bent at approximately 186cm from the proximal end. Based on the analysis, it is probable that the guidewire experienced torsion and/or tensile forces at the distal end possibly from manipulation against resistance which caused the device to kink and fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the guidewire distal tip broken/fractured during use as well as the analyzed damage of the guidewire kinked/bent since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during the percutaneous arteriovenous fistula embolization procedure when the physician was manipulating the subject guidewire, the tip of the device fractured. The subject guidewire and tip fragment was removed from the patient. The subject guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the percutaneous arteriovenous fistula embolization procedure when the physician was manipulating the subject guidewire, the tip of the device fractured. The subject guidewire and tip fragment was removed from the patient. The subject guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.